Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced pain, inflammation and pus at the sensor site and was treated with cristalmina spray by a non-healthcare professional (non-hcp) and had a scheduled appointment with a healthcare professional (hcp) for the treatment. There was no report of death or permanent impairment associated with this event.